Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by transmission failure between the endoscope and the video processor due to the defect of video connector socket. This defect may have been caused by long-term use. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found followings; the reported event was reproduced. There was noise when the endoscope was connected to the device. And there was no endoscopic image. (B)(4) said this phenomenon was due to a defective receptacle unit. There was a crack in the power switch. Due to this failure, the power switch stuck and the device could not be turned off. There were small scratches on the top cover, chassis and front panel. There was rust on the top cover and rear panel. The tank socket was deformed. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that no endoscopic image was displayed when the endoscope was connected to the device. Horizontal lines were displayed. There was no report of patient injury associated with this event.